Event description:
It was reported that an ilet pump displayed an ¿unable to proceed¿ message during a supply change and repeatedly failed to complete a rewind, presenting alert 38 consistent with a consecutive motor stall, which prevented advancing to the fill tubing step and represented a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.